Event description:
It was reported that this ambicor penile prosthesis (app) was not fully inflating. Once the device was removed, the pump was tested, and a fluid leak was identified from a hole in the the tubing of the pump to the cylinder. The app was explanted. No patient complications.